Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported to the FDA, mw5086996, that after having an intraocular lens (iol) implanted in one eye, he/she has difficulty fusing the two different visions from each eye. The consumer reported halos, headaches and limited eye and hand coordination to the point of feeling "disabled". No further information available or expected.